Event description:
In 2008, the pt reported that the down button of her infusion device was not responding when pressed. She stated that the button was raised but the infusion device does not beep when the button is pressed. She stated that her blood glucose has been elevated since 3:00 pm on the day before. She stated that at 5:30 pm, her blood glucose measured 336 mg/dl and she bolused to lower her readings. She stated that she does not recall the infusion device "counting back" after the bolus was programmed. She bolused 3 units of insulin during the report. She stated that the infusion device had not been dropped or exposed to water. The pt was educated on how to perform a standard bolus with the infusion device. A replacement infusion device was sent to the pt. Upon follow up on original date, the pt stated that her blood glucose was still elevated (283 mg/dl) and she felt the infusion device was not working properly. The pt was advised to switch to her backup infusion device, but she refused. Upon further follow up on four days later, the pt stated that she switched to her replacement infusion device and her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.